Manufacturer narrative:
After closing the file an update was received from boston scientific that the complaint file was cancelled: the patient died because of arrhythmia probably due to rca vessel blockage due to thrombus in the vessel that was treated, procedure related. It appears not related to the guiding catheter.

Event description:
It was reported that the patient died. The target lesion was located in the proximal right coronary artery (rca) and proximal to mid left anterior descending artery (lad). A 5f convey guide catheter rbr3 was placed and a 2.25x15 mm emerge balloon catheter was advanced for pre dilatation of the lesion. Then a 2.50mm synergy stent was implanted in the rca without complications. Post dilatation was performed using a 15 x 2.50 mm nc quantum apex balloon catheter. The recently implanted stent was patent with no dissections noted. A fractional flow reserve (ffr) assessment was then performed in the proximal to mid lad and the lesion was pre dilated using a balloon catheter. An attempt was made to deploy a 2.50 mm x 32 mm synergy stent; however, the patient became restless and was noted to have electrocardiogram (ECG) changes in the inferior lead. The 2.50 x 32 mm synergy stent was able to be deployed in the lad and all access to the lad was removed. Angiography of the rca was performed and revealed that the rca was blocked. A guide wire was then placed in the rca and dilatation was performed using a 2.0 mm balloon catheter to open the vessel. Another fluoroscopy was taken and revealed that the implanted 2.50 x 20 mm synergy stent was patent and was well opposed to the wall, however a lot of clots were still noted distal to the 2.50 mm x 20mm synergy stent. Another 20 mm x 2,25 mm synergy stent was then implanted in the rca. The blood flow was restored, however normal sinus rhythm was not regained. Cardiopulmonary resuscitation was performed, however the patient died on the same day.